Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) when it mis-detected a atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) event. Follow-up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify it was an inappropriate therapy, and no reprogramming of the ICD system had been completed. The ahp did indicate that the patient's antiarrhythmic medications were adjusted per the physician. The device remains in use. No further patient complications have been reported as a result of this event.